Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open when trying to access medications. A field service engineer troubleshot medstation auxiliary drawer 7, which was not opening. The field service engineer found debris behind the drawer and cleared it. Additionally, the left rail was found to be faulty and was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.